Event description:
The ge oec 9600 fluoroscopy system had a reported regulatory dose non-compliance as reported by a facility physicist.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the system was within the federal and state regulations for dose output. Physicist measurement error. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction that occurred during a procedure.